Event description:
It was reported that the device had keypad issue. There was no patient involvement.

Manufacturer narrative:
No product will be returned. Additional information: imdrf annex a,g,b,c and d, manufacturer narrative(shr) a review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Omit: a07 - electrical /electronic property problem (1198),g0204002 - keyboard/keypad (475). Correction: common device name, if other specify, manufacturer narrative (chr and DHR) a review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27nov2018. The review was performed from the date of manufacture to the present date 29jul2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27nov2018. The review was performed from the date of manufacture to the present date 21apr2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had keypad issue. There was no patient involvement.